Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that the day after an uneventful enterprise vrd assisted coil embolization of a basilar artery tip (ba tip) aneurysm, an MRI noted an asymptomatic cerebral infarction of the right cerebellar hemisphere. No action/intervention was performed. The event was reported to be unrelated to the enterprise vrd and was highly probably related to the study procedure. The event was reported to be resolved without sequelae. The (B)(6) female had a history of cardiovascular disease. The ba tip aneurysm was reported to be unruptured, saccular, neck was 9.6mm, and the neck to sac ratio was 9.6 mm:10.0 mm. The parent vessel size diameter proximal was 4.0mm and distally was 2.6mm. The enterprise vd was deployed with no reported procedural complications, device deviations or adverse events reported during the procedure. A total of 14 coils were placed with an aneurysm occlusion rate of 90% after the procedure. The modified rankin scale (mrs) score was 0 pre, post and one month post procedure. Antiplatelet therapy included aspirin 100mg/day ongoing from unknown start date and clopidogrel 75mg/day beginning five days pre-procedure. Heparin 6800 units was administered intraprocedurally and one day post. The act was 140 seconds pre-anticoagulation and 306 seconds post anticoagulation. No further information is available and procedural images are not available. The product was not returned for inspection. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426711. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study (B)(4). The patient had a stent assisted coil embolization of an aneurysm in the basilar artery tip (ba tip). An enterprise vascular reconstruction device was deployed. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The day after the procedure, the patient had a MRI which noted an asymptomatic cerebral infarction of the right cerebellar hemisphere. No action/intervention was performed. The event was reported to be unrelated to the enterprise vrd and was highly probably related to the study procedure. The event was reported to be resolved without sequelae. The ba tip aneurysm was reported to be: unruptured, saccular, neck was 9.6mm, and the neck to sac ratio was 9.6 mm:10.0 mm. The parent vessel size diameter proximal was 4.0mm and distally was 2.6mm. The occlusion rate of aneurysm was 90% after the procedure. Additional equipment used: shuttle sheath/cook, 606-s255x(lot#unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl-10/bs, matrix2/bs (total12), gdc/bs (total 2). No further information is available and procedural images are not available.